Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, tank cover, front cover, line cord, and block assembly.functional testing found (lcd) liquid crystal display missing pixels.the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Model # and operator of device is unknown. No product information has been provided to date.

Event description:
It was reported of a bad (lcd) liquid crystal display. No patient injury was reported.